Event description:
It was reported that a patient experienced air in the patient line without an alarm while using a homechoice machine. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative assisted the patient to end therapy. The patient would complete therapy by starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.